Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging his one touch ultra system read inaccurately high. The mas spoke with the patient on 8/23/06 to obtain/verify the following information: the patient has had diabetes since he was 10 years old. He takes nph insulin 25 units each am and 35 units each pm. He also takes novolog rapid acting insulin by sliding scale at mealtimes dependent on his blood glucose reading and carbohydrate he eats. He has two one touch ultra meters; the one reported in this sr and another back-up meter. He gets his test strips directly from a clinic pharmacy. He receives 3 months test strips at a time. He normally tests his blood glucose level 7 times per day and as needed. He said he had noticed his blood glucose readings had been higher than usual for the last two weeks; he did not recall specific examples of those readings. He said he had recently received a new supply of test strips from his pharmacy and the higher readings had occurred since then. On the event date, the patient obtained a result of 364 mg/dl on the reported meter at 8:47 am while having no symptoms of high or low blood glucose level. He took his usual dose of nph insulin and 17 or 18 units of novolog insulin. He did not eat breakfast. He went to church later in the morning. He said he had "a halo around his vision" at about 10:25 am while at church. He said he thought his blood glucose level might be low. He went to his car and tested with the reported meter and test strips. The meter memory showed readings of 283 mg/dl at 10:13 am and 274 mg/dl at 10:40 am. The patient did not recall if he took 12 units of novolog insulin after the 10:13 am or after the 10:40 am reading. Subsequent meter readings were: 290 mg/dl at 10:48 am, 284 mg/dl at 11:00 am. At "11 something" the patient's pastor called ems because the patient said he had apparently passed out. Emt's obtained a result of 21 mg/dl on the ems meter when they arrived. The patient was treated with IV glucose by the emt's . After treatment, the emt's tested the patient with the reported meter and test strips; the result was 370 mg/dl. The emt's immediately tested the patient with the ems meter; the result was 174 mg/dl. The calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The patient was not taken to a hospital. His daughter drove him home. The mas confirmed the test strips were in good condition, were not expired, and had been stored correctly. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs product read inaccurately high compared to another meter. The patient had an episode of hypoglycemia where the meter result did not correlate with his symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.